Event description:
It was reported that the inclusive implant failed. The patient's bone type is iii, and their oral hygiene is listed as fair. The patient has a history of diabetes. The patient presented on (B)(6) 2022 for a primary procedure on tooth #13. The patient returned on (B)(6) 2022, before the second stage, with complaints of pain. Upon examination, the provider noted inflammation. It was determined that the implant failed to integrate, and the device was removed.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This is the 4th of 4 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2023-00104, 3011649314-2023-00105, 3011649314-2023-00106.

Manufacturer narrative:
CAPA 2023 - 006. The device has been returned. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed for inclusive tapered implant lot# 6067839 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for inclusive tapered implant lot# 6067839 and found no additional product in stock. Investigation methods/results the device was returned but not in original package. The implant was verified to be an inclusive tapered implant 3.7 mmd x 13 mml x 3.5 mmp (70-1070-imp0008) using radiographic template (doc # (B)(4)). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of diabetes and oral hygiene listed as fair. IFU-4989 rev 3.0 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU-4989 rev 3.0 (inclusive tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-4989 rev 3.0 (inclusive tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-4989 rev 3.0 (inclusive tapered implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
Additional information: h6. Corrected information: b5, g3, h1. G3 was inadvertently reported as 06/16/2023 in the previous report, however, the correct date is 06/27/2023. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported that the inclusive implant failed. The patient's bone type is iii and their oral hygiene is listed as fair. The patient presented on (B)(6) 2022 for a primary procedure on an unspecified tooth. Tooth numbers 4, 6, 11, and 13 were reported but it was not specified which lot number corresponds to each tooth. The patient returned on (B)(6) 2022, before the second stage, with complaints of pain. Upon examination, the provider noted inflammation. It was determined that the implant failed to integrate. The device was removed and not replaced. The symptoms resolved after implant removal and no additional medical / surgical procedure was required.